Event description:
It was reported that a power source alert occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including trying different wall adapters and charging cables, but the issue persisted. Consequently, technical support arranged to replace the pump, instructed the customer to use multiple daily injections as backup therapy, and provided guidance for returning the malfunctioning pump.